Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during the philo surgery, the surgeon had a surgery attaching a plate with one of the consigned aiming device for the patient who had a fracture of surgical neck of humerus (3 parts). When the surgeon tried to insert three screws, the aiming device came off. So, the surgeon used screwdriver to try to tighten the screw of the aiming device again, but the surgeon could not attach the aiming device to the plate. The surgeon was obliged to use after urgent autoclave of another consigned aiming device to finish the surgery without any problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4). The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the visual inspection of the returned device performed as part of the product development evaluation reported the returned guiding block shows visible marks on the surface due to usage. The connecting screw is turntable and the recess in it functions with a 2.5 hex screw driver. The returned aim device partno.323.050 can be attached to a philos plate partno. X41.916 without complications. During connecting the aim device 323.050 onto the plate by turning the hardened connecting screw, the thread in the plate could be damaged or stripped in a certain way that the connection was not sufficient anymore and loosening/fell apart and a stable reconnection was not possible anymore. The screw with the recess is not stripped. The connecting part (involved plate) was not returned to check if the plate thread was affected, therefore it cannot be finally investigated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.